Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028.

Event description:
A patient enrolled in a clinical study underwent a left knee revision approximately 3 years post-implantation due to aseptic loosening. Patient was overweight, which was reportedly a contributing factor.